Event description:
It was initially reported that the physician's handheld would not turn on. A week prior to the report the handheld began showing low battery after it was removed from the power outlet. It was initially believed the issue was with the power outlet but the handheld would still not turn on when a different power outlet was used. The handheld and flashcard have been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.